Event description:
Patient was having a lung ventilation scan in nuclear medicine. The instavent plus kit that a patient inhales through appears to have been defective. The radioactive dose was administered but did not enter the patient via the instavent plus kit. When the scan was done, nothing was visible.